Event description:
It was reported to resmed that a patient using an acucare high flow nasal cannula (hfnc) experienced desaturation of oxygen. It was reported that while travelling home in an ambulance from the hospital, the patient¿s oxygen saturation dropped to 80%, and the hose of the hfnc was allegedly cracked and leaking. Patient returned to the hospital and subsequently expired.

Manufacturer narrative:
The acucare hfnc was returned to resmed and an engineering investigation has been performed. Visual inspection confirmed a tear in the tubing film at the connection to the cannula. Based on the available information and resmed¿s internal investigation, physical abuse (tensile overloading) of the tubing film resulted in tearing of the device tubing. The acucare hfnc was within specification. There is insufficient evidence to suggest that the tear in the device had directly caused the reported patient death. There is no evidence to suggest a deviation in the manufacturing quality of the product. It was reported to resmed that the subject device was used in the hospital for approximately 2 weeks prior to the date of the incident. Acucare hfnc user guide states ¿the acucare hfnc is for single-patient use (maximum 7 days) in the hospital/clinical environment.¿ therefore, the cannula was used outside of its intended use of a maximum 7 days. Acucare hfnc user guide provides the following indications for use: ¿the acucare hfnc is intended for use in patients with acute respiratory failure or non-acute spontaneously breathing patients in the hospital/clinical environment, or for non-acute spontaneously breathing patients in the home.¿ acucare hfnc user guide provides the following warnings: ¿do not use if components are damaged.¿ ¿before connecting the nasal cannula, check for adequate gas flow, oxygen and temperature.¿ ¿do not crush or stretch tubing.¿ resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an acucare high flow nasal cannula (hfnc) experienced desaturation of oxygen. It was reported that while travelling home in an ambulance from the hospital, the patient¿s oxygen saturation dropped to 80%, device displayed a high leak alarm and the hose of the hfnc was allegedly cracked and leaking. Patient returned to the hospital and subsequently expired.

Manufacturer narrative:
The device was returned to resmed for an investigation. The investigation methods, results, and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. The acucare hfnc user guide provide the following warning:- ¿single patient reuse only. Maximum 7 days reuse in the hospital/clinical environment, 30 days reuse in the home environment if cleaning instructions are followed.¿ the acucare hfnc user guide provides the following warnings: - - ¿do not reuse. - do not use if components are damaged. - before connecting the nasal cannula, check for adequate gas flow, oxygen and temperature. - do not crush or stretch tubing.¿ resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).